Manufacturer narrative:
Patient weight not available from the site. In trouble-shooting, after the procedure, the medtronic representative found re-booting the software did not resolve the issue. Emitter details were blank and no patient reference frame was listed. When attempting to advance to navigate, an error was displayed: reference frame used for procedure cannot be used with tracer. Add non-invasive patient tracker ii. On (B)(4) 2016, a medtronic representative performed a navigation system planned maintenance (pm), hardware and instruments areas passed. Software test failed. System experienced error on only one exam. On 01/23/2017, a medtronic representative, following-up at the site, reported the navigation system showed they were on a completely different part of the head, the site reported an inaccuracy. No specific measurement, or direction, of the alleged inaccuracy was provided. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a cranial axiem shunt procedure, using the stringray tracker, the surgeon was unable to advance to the navigate task after registering the patient. The surgeon alleged an inaccuracy occurred. No specific measurement, or direction, of the alleged inaccuracy was provided. Trouble-shooting did not resolve the issue. The surgeon opted to discontinue the use of the navigation system to continue the procedure to completion. There was no delay of therapy reported. There was no impact on patient outcome.

Manufacturer narrative:
The logs were reviewed but provided no additional insight regarding the cause of the reported complaint. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
A medtronic representative returned to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional.